Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ratio pump to resolve the issue. Beckman coulter internal identifier is case-(B)(4). No patient weight and race information was provided. (B)(4).

Event description:
The customer reported receiving erroneous low patient results for sodium (na), potassium (k) and chloride (cl) on the unicel dxc 800 pro synchron system. The erroneous results were reported outside of the lab. There was no change in patient treatment in association with this event.